Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). Please reference attached medwatch report number 3005099803-2010-00749 which documents the first device. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A third zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00747 which documents the third device. A fourth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00748 which documents the fourth device. A fifth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00746 which documents the fifth device. A sixth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00750 which documents the sixth device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The investigation found the basket lodged within the silver portion of the sheath. Two basket wires were broken at the knot that forms the tip, but did not detach from the device. A microscopic examination indicated that the broken basket wires were reduced in diameter. Additionally, a gummy glue-like material larger than the knot of the basket was found stuck to the tip of the device. It is possible that the material found on the tip of the basket prevented it from opening. The continuous function of the handle to open the basket after it is stuck would cause the sheath to stretch as experienced during analysis. Therefore, the most probable root cause of this complaint is operational context.

Manufacturer narrative:
(B)(4). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). Please reference medwatch report number 3005099803-2010-00749 which documents the first device. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A third zero tip nitinol stone retrieval basket was utilized. Please reference medwatch report number 3005099803-2010-00747 which documents the third device. A fourth zero tip nitinol stone retrieval basket was utilized. Please reference medwatch report number 3005099803-2010-00748 which documents the fourth device. A fifth zero tip nitinol stone retrieval basket was utilized. Please reference medwatch report number 3005099803-2010-00746 which documents the fifth device. A sixth zero tip nitinol stone retrieval basket was utilized. Please reference medwatch report number 3005099803-2010-00750 which documents the sixth device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used for a "ureteroscopy with stone removal" procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). Please reference attached medwatch report number 3005099803-2010-00749 which documents the first device. According to the complainant, the retrieval basket opened once during the procedure, but could not be reopened. It is unknown if a stone was in the device when the problem occurred. A third zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00747 which documents the third device. A fourth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00748 which documents the fourth device. A fifth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00746 which documents the fifth device. A sixth zero tip nitinol stone retrieval basket was utilized. Please reference attached medwatch report number 3005099803-2010-00750 which documents the sixth device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information received from the complainant indicates the problem was noticed during testing, outside the patient. The nurse was able to open and close the basket once, but the basket would not open again. The tip of the basket would "bend and contort," but would not advance from the sheath. Additionally, it was reported that the patient was a (B)(6) male. It is also noted that a retrieval basket failing to open prior to stone retrieval is not a medwatch reportable condition.